Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight: (B)(6). (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of death and myocardial infarction are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as known patient effects of coronary stenting procedures. In addition, it was reported that the graftmaster was deployed with a max pressure of 8 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states; deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. It is unknown if the IFU deviation contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that on (B)(6) 2016, the patient presented with a free perforation with extravasation in a saphenous vein graft (svg) to the right coronary artery (rca). A 4.0x16 rx graftmaster covered stent was deployed with a maximum (max) pressure of 8 atmospheres (atm). As the 4.0x16 graftmaster was reportedly not long enough to cover the long perforation, an additional covered stent, a 2.8x16 rx graftmaster was deployed with a max pressure of 26 atm, but the perforation still was not sealed because this stent was also reportedly not long enough to cover the size of the perforation. Reportedly, neither stent leaked, and there were no deployment issues or other device issues were noted. The perforation was ultimately sealed via surgical intervention. While it was reported that use of the graftmaster devices did not cause or contribute to complications or adverse events, the patient expired 2 days later ((B)(6) 2016) due to cardiogenic shock and myocardial infarction. In the opinion of the physician, the graftmaster stents did not cause or contribute to patient death in any way. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction for initial filed medwatch report. Manufacture receive date: date should have been 06/20/2016, not 6/14/2016.